Manufacturer narrative:
Medwatch sent to the FDA on 01/17/2017. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. The physician confirmed the device will not be returned as it was discard and device information was not available. Device labeling addresses the reported event as follows: possible complications of routine endoscopy and sedation: potential risks associated with upper endoscopic procedures include, but are not limited to: abdominal cramping and discomfort from the air used to distend the stomach, sore or irritated throat, bleeding, infection, tearing of the esophagus or stomach, and aspiration pneumonia. The risk increases if additional procedures are performed. Orbera removal (step-by-step): when the balloon reaches the throat, hyperextend the head to allow for a more gradual curve and easier extraction.

Event description:
Reported as: a patient with the orbera intragastric balloon had a complication during removal. A company representative communicated the initial report noting, "apparently upon removal of the balloon there somehow was a large tear in the trachea. The patient apparently had to go into surgery for a tracheostomy." Confirmation with the physician noted the patient had a tear in the trachea, there was no esophageal tear. The patient was hospitalized for at least five days.